Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the device was leaking when an instrument was removed from the trocar. The case was completed with the device. There was no patient consequence. The device was discarded.